Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited high thresholds, noise and oversensing that resulted in storage of vt episodes. This lead was capped.